Event description:
On december 6, 1997, 43 yr old male admitted with appendicitis with localized abscess and peritonitis. On december 6, 1997, an appendectomy and drainage of abscess was performed. A jackson-pratt drain was placed. The surgeon attempted to removed the pt's jackson-pratt drain 30-36 hrs after placement and appendectomy. As he pulled the drain out, the drain broke and a portion of the drain was retained in the wound. The pt was returned to surgery on december 7, 1997 for wound exploration and removal of drain. No internal sutures were placed on the drain. The pt was transferred to the recovery room in stable condition and tolerated the procedure well.